Manufacturer narrative:
Batch review performed on 15 march 2022. Lot 093004: (B)(4) items manufactured and released on 22-mar-2010. Expiration date: 2015-feb-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event since 2018.

Event description:
The patient came in reporting pain due to a periprosthetic fracture that was caused from falling. About 9 years and 10 months after the primary surgery, the surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully.